Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for sleeve piercing with the incident lot was observed. Evaluation of the customer samples was performed and damage to the non-patient sleeve was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set experienced poor sleeve function prior to use. The following information was provided by the initial reporter: material no. 367365 batch no. 8127566 rubber sleeve was already pulled back in intact package exposing the sharp rear needle cannula.

Manufacturer narrative:
Medical device type: jka, fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set experienced poor sleeve function prior to use. The following information was provided by the initial reporter: material no. 367365. Batch no. 8127566. Rubber sleeve was already pulled back in intact package exposing the sharp rear needle cannula.